Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The device also had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display went blank after the insulin pump was submerged in water for 3 to 4 minutes. The customer stated she believed the device was waterproof and went swimming with it. The customer confirmed there are no visible cracks but there is fluid under the lcd display. Blood glucose value was 2.9 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.